Manufacturer narrative:
Findings: unit alarmed no delivery during excessive no delivery test due to faultyfsr (gold). Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 343 mg/dl. The customer will treat when no delivery cleared. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per health care provider instructions.